Event description:
Patient undergoing interventional procedure when cine pedal for fluoroscopy stuck in the on position. Fluoro timed out - equipment rebooted. No harm to patient. Rep contacted per contract. Pedal replaced.